Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of stenosis and angina are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine referenced is filed under a separate medwatch report number.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, a percutaneous coronary intervention (pci) was performed on the mid left anterior descending (lad) coronary artery, 90% stenosed lesion. Pre-dilatation was performed using a cutting balloon. Following, a 2.75x38mm and a 3.0x33mm xience alpine stent were successfully implanted in the mid lad. 0% residual stenosis was observed. On (B)(6) 2021, the patient had experienced chest tightness and was hospitalized. On (B)(6) 2021, another pci was performed on the stenosed lad with target lesion restenosis of 70%. Balloon angioplasty was performed from the lad to the left main and another stent was implanted. Medications were also provided as treatment. The event resolved without sequela and the patient was discharged from the hospital. No additional information was provided regarding this issue.